Manufacturer narrative:
Product analysis: no product specimen has been returned for evaluation. Conclusion: multiple attempts have been made to gather additional information and request product return; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately three years, nine months post implant of this bioprosthetic valved conduit in the aortic position in a pediatric patient, the patient received a new bioprosthetic valved conduit (implant location unknown). No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.